Event description:
Patient underwent a laparoscopic supracervical hysterectomy, sacral colpopexy and placement of a mid urethral sling and cystoscopy. Patient was doing well postop day one and subsequently developed an ileus postoperatively and leukocytosis, which progressed over the subsequent two days. The ileus improved but patient had increase in her white blood count. A CT examination was performed and the empiric antibiotics were initiated. The CT exam demonstrated a 10 cm pelvic abscess. The patient subsequently awoke three days later with an acute onset of abdominal pain, abdominal distention, nausea and vomiting. Exploratory laparotomy was performed for removal of the pelvic abscess. Intraoperatively serous fluid was found upon entry into the peritoneal cavity. Further exploration demonstrated purulent material along the retroperitoneal and retropubic site of the mid urethral sling. Mesh and sling removed. Patient discharged from hospital after oral antibiotic treatment.